Manufacturer narrative:
Additional information indicated that the patient was re-implanted with a new ipg and reportedly doing fine after the revision procedure. A returned product analysis indicated that the complaint of premature battery depletion could not be confirmed. The ipg passed visual, electrical, performance and photographic image inspection tests performed. The device exhibits normal device characteristics. The charge profile revealed that during the patient's last charge cycle, the ipg was not charged long enough for it to attain a full charge. The device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment.

Event description:
A report was rec'd that the pt was having difficulty charging since being defibrillated in (B)(6) 2010 for cardiac issues. The physician has recommended a revision.

Event description:
A report was received that the patient was having difficulty charging since being defibrillated in (B)(6) 2010 for cardiac issues. The physician has recommended a revision.